Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. Additionally, the clip remains implanted in the patient. A review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation determined that the single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation (mr) and slda, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided indicating that the imaging for the second mitraclip / (treatment) procedure, performed on (B)(6) 2015, made visualizing the clip difficult. During the procedure, during grasping, the 2nd clip was inverted and the gripper line caught on the previously implanted clip. The delivery catheter (dc) handle was manipulated with small rotations and the gripper line was successfully freed. The cds was removed without difficulty and the clip was not implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2015. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on an unspecified date, the patient with degenerative mitral regurgitation underwent implantation of one mitraclip in challenging anatomy, reducing the mitral regurgitation (mr) from grade 4 to 1. Approximately 3 months later, mr was increased back to grade 4. Echocardiography noted that a single leaflet device attachment occurred (the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet). On (B)(6) 2015, a second mitraclip procedure was performed. One mitraclip was advanced and was able to grasp the leaflet; however, the mr did not decrease. The mitraclip was not implanted and the procedure was aborted. The plan of care is to wait for approximately 6 months and then perform a mitral valve replacement procedure. No additional information was provided.